Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed. The customer stated that there was a delay in patient care. As per part investigation, it was determined that there was a thermal damage observed between different copper strands there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis the reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo (B)(4) drawer 2.2 was not on bus and had one led off on the back. The fse replaced the retractor band and the led was back on. The fse tested in hta passed and the customer was able to access the drawer successfully. During dchu visual inspection pn 353844 01 had contact between different copper strands and thermal damage was observed. During dchu testing pn 353844 01 testing results were not necessarily due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 d. Root cause after investigation the drawer failure complaint was attributed to physical damage observed on the returned assy retractor dwr hh cubie pn 353844 01. Visual inspection identified thermal damage and unintentional electrical continuity due to contact between adjacent copper strands.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus. The field service engineer (fse) found that one led on the back was off, and the drawer was not detected. The fse replaced the retractor band, which restored the led functionality. A hardware test application was run successfully, and the customer was able to access the drawer without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.